Manufacturer narrative:
Hw26930 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed one (1) high watt alarm recorded on january 09, 2017 at 15:24:51 with a power consumption of 7.067 watts, outside the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient had high watts alarm on the afternoon of (B)(6) 2017 and presented to the clinic the next day. The did not report any symptoms.  Labs were drawn and the lactase dehydrogenase (ldh) was 890 with and international normalized ratio (inr) of 3.2. The patient was admitted to the hospital, log files were sent, and heparin started. The patient's ldh on (B)(6) 2017 was reported to 735 and 669 on (B)(6) 2017.  The patient was also started on dipyridamole.  He was last to be reported to be doing okay.